Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable and the controller were returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log file analysis revealed four reactivation events logged on (B)(6) 2020 between 08:29:02 and 08:29:52. Three of the reactivation events were indicative of an overcurrent condition on the front stator and one reactivation event was indicative of an overcurrent condition on the rear stator. Additionally, two electrical fault alarms were logged at 08:29:49 and 11:05:31 due to an overcurrent condition on the front stator, resulting in the pump running on a single stator (rear-stator only). Three high watts alarms were recorded starting at 08:29:07; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. As a result, the reported event was confirmed. A driveline splice procedure was performed to mitigate the reported conditions. Failure analysis of the returned segment of the driveline cable revealed that the driveline cable passed the continuity test and locking mechanism test in a controlled environment. Visual examination revealed damage to the insulation on the red, green, black, and white cables. Additionally, visual inspection revealed contamination within the driveline connector. The origin of the foreign material was unknown, possibly introduced during the handling of the device. Visual inspection also revealed yellowing of the outer sheath. This is an additional observation not related to the reported event. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, hw990 falls within the bounds of this CAPA. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within the serial port and both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. No contamination or other anomalies were observed in the controller¿s driveline connector. Based on the investigation conducted, the most likely root cause of the electrical fault alarms, and of the subsequent high watt alarms, can be attributed to the damage to the wires' insulation; when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Additional products: d4: serial #: (B)(6) d9: yes, return date: 11-nov-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product: heartware ventricular assist system: controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2018 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2017. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm and high watt alarms. Review of data log files revealed that the ventricular assist device (vad) had a short within the front motor system. It was reported that there was no visible damage to the vad driveline cable, so the controller or the connector pins were suspected. A driveline cable splice repair servicing was performed. The vad remains in use, and the controller was exchanged. No patient complications have been reported as a result of this event.